Event description:
It was reported to intuitive surgical on (B)(4) 2012 that during a da vinci si thymectomy procedure, the permanent cautery spatula (pcs) instrument stopped working. The report as initially reported to intuitive surgical was not reported to the FDA as no adverse event or incident was alleged to have occurred by the site. However, failure analysis of the returned pcs instrument found that the instrument had a missing piece. On (B)(4) 2012, intuitive surgical contacted the supply chain coordinator and she indicated that the surgical staff confirmed that a piece from the pcs instrument broke off and fell into the patient. The broken instrument piece was successfully retrieved and no patient harm, adverse outcome or injury occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument drive cables are intact and undamaged; however, the conductor wire is broken at the yaw pulley exit. The instrument failed electrical continuity testing, making cautery non-functional. No signs of arcing were observed. Engineering observation also found that a conductor cap is broken. One section of the cap is broken off with a missing piece. The wire segment is exposed as a result of breakage. No other damage was found.